Event description:
It was reported that during a tsa surgery, at the moment of placing the baseplate/glenosphere inserter, when separating the instrument from the implant, the screw did not want to release the implant and broke. The procedure was resumed, after a significant delay, with a change in surgical technique. Patient was not injured as consequence of this problem.

Manufacturer narrative:
Internal complaint reference: (B)(4).